Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was unable to open or close. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the shearing off of the latch mount screws. A field service engineer replaced the screws to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.